Event description:
The first two staples misfired. The patient sustained trauma to stomach resulting in bleeding and perforation of the lesser curvature. Device usage problem: device malfuncion - that is, the device did not do what it was supposed to do.